Event description:
Patient was revised to address femoral loosening at cement/implant interface. Type of cement unk.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database for the femoral component did not show any other reports against the lot code. The manufacturer of the cement product was reported as unk. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.